Event description:
Patient presented to emergency department on (B)(6) 2014 with severe shortness of breath. Patient was admitted with chf exacerbation and hypertension on (B)(6) 2014. Placed on CPAP and given diuretics. Patient was improving and expected to be discharged on (B)(6)2014. During the night the cardiac rhythm changed (began to slow) leading to a cardiopulmonary arrest. Resuscitation was not successful and the patient time of death was (B)(6) 2014 at 00:33. Late in the event, when the patient was in complete heart block with a very slow escape rhythm and visible non-conducted atrial electrical spikes on the electrograms, the monitor's printout reports indicate that the monitor incorrectly reported out heart rates that the monitor incorrectly reported out heart rates that were numerically rapid when the patient's actual heart rate was very slow.